Manufacturer narrative:
Follow-up # 1 date of submission 11/05/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/24/2013 with the following findings:during testing, the display screen was dim and discolored. A test screen was installed and displayed normally. Unrelated to the complaint, evaluation revealed a tear on the audio bolus button cover. The button responded appropriately during testing.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter stated that the pump display screen was faded and became difficult to read. The text became discolored. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.